Event description:
The customer reported to leica microsystems that poor tissue processing was found after using a peloris tissue processor.

Manufacturer narrative:
Investigation of this processing event by leica microsystems is in progress.